Event description:
Healthcare professional (hcp) reported injecting a patient in the "lower third" with 3ml of juvéderm® volux¿ with lidocaine. Patient then began to experience "swelling and hardening" in the applied areas. Hcp later provided ultrasound (us) findings which noted: subcutaneous cellular tissue increased in thickness, with hypoechogenic foci inside, shows edema related to a possible inflammatory process (panniculitis). In the hypodermis, hypoechogenic and anechoic areas are observed in relation to edema caused by an inflammatory process (panniculitis) and foci of hyaluronic acid, which cause partial compression of the mentonic artery, reducing its size by at least 50%. It is observed that anechoic areas described do not show doppler signal capture in relation to material (hyaluronic acid) hyperechoic avascular encapsulated material in the vicinity of the bone cortex, which measures 11 x 35 mm, is striking." Us also noted "findings suggestive of vascular compression of the mentonic artery. Panniculitis. Encapsulated hyaluronic acid". Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.